Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had distorted image and lens scratched. The issue occurred during set up of the device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, g1, h3, h6, and h11. The device was returned to olympus for inspection, and the reported failure distorted image was confirmed, however, lens scratch was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber breakage, frame dents on distal edge, outer tube proximal dent, and distal bent. A root cause could not be identified. Based on the results of the investigation there is cause traced to fiber failure that led to the malfunction of distorted image. There was no problem detected for the malfunction: lens scratch. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.